Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician's office that the patient was scheduled for surgery due to an infection at the vns generator site. The explant surgery then occurred on (B)(6) 2016, and only the generator was removed; the lead was left intact. Cultures of the site were taken; however, the sample was still negative as of (B)(6) 2016. The patient was put on antibiotics due to the infection. The dhrs for both the lead and the generator were reviewed and it was found both devices were sterilized prior to distribution.